Manufacturer narrative:
Follow up information was received from the customer stating that bg level did not lower and that bg levels remained in the target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer may have over bolused. At the time of the call, the customer's blood glucose (bg) level was 175 mg/dl. The customer stated that this bg level was fine and that bg levels would be monitored during the next few hours.